Event description:
Doctor at receiving health care facility unsuccessful in removing tubing.

Manufacturer narrative:
Infusion tube and remover tools damaged during removal attempt, not typical of proper technique. Refer to report dated 27 october 2005.